Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. No further information has been received. No ventilator logs or parts have been returned for investigation. Since no parts or logs were returned for investigation, the root cause of the reported alarms has not been determined.